Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of symptoms/ae: during pre-dilatation. It was reported that during an angioplasty and stenting procedure of the left internal carotid artery, balloon pre-dilatation was being performed in the target lesion with a viatrac balloon when a type a dissection was noted. An rx acculink stent was successfully placed covering the dissection. The physician feels that the dissection was caused by the balloon. There was no reported adverse patient sequelae and the patient was discharged to home the next day. Though requested, no additional information was available. Study event.